Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mkh136, mb66g and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of the index surgical procedure. The diagnosis and indication for the surgical procedure? In what tissue was the suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? When was resuturing performed? How many days post-operatively? What was the appearance of the suture during the second procedure? Other relevant patient history/concomitant medications? If applicable, will product be returned, return date, tracking information. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a surgical procedure on an unknown date and suture was used. The patient suffered from erythema, inflammation and wound secretion on the wound a day after sewing treating skin crack. The wound was treated properly and changed another suture to sew the wound again. Additional information has been requested.